Manufacturer narrative:
(B)(4). Batch # :unk. Maude report number: mw5096878. Upon review of information provided in mw5096878 maude report received, there was no reporter or hospital contact information included in this report. There is no way to contact the account to inquire about the availability of the device for analysis. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. A follow-up report will be filed as appropriate.

Event description:
It was reported "patient was scheduled for laparoscopic sleeve gastrectomy. During insertion of the 5 mm trocar, it became bent and had to be removed. Upon removal, it was noted that the trocar had broken. No adverse outcome. Procedure completed and patient was discharged in stable condition after criteria met.¿